Event description:
Pt presented to surgeon's office complaining of pain. An x-ray revealed insufficient bone removal in lateral foramen. Surgeon removed hardware and revised.

Manufacturer narrative:
Synthes is unable to provide the date of MFR without the lot number or returned device. The investigation could not be completed. No conclusion could be drawn, as no device was returned.